Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of inflation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, hardness and left breast increase volume. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a rupture discovered via ultrasound or MRI, pain, hardness and left breast increase volume. Device has been explanted. This relates to the left device.